Manufacturer narrative:
The investigation results for this complaint are received = 1x propex pixi charger (B)(4). 1x propex pixi measuring wire long (eur) (B)(4). 1x propex pixi propex pixi eur (B)(4) sn: (B)(6). Propex hook sav various cable problem the wire of the hook is in two parts propex pixi measuring wire long (eur) sav various cable problem pixi shut off when cable plugged. Replaced 1x pp measuring wire long (eur) (B)(4). 1x pp propex pixi eur (B)(4). (B)(6). 1x pp charger (B)(4).

Event description:
In this event it is reported that a propex pixi row was giving incorrect measurements. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.